Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of (B)(6). Exact date unknown, event occurred five years ago from date manufacturer was made aware. Implant date: 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8120-70, serial: (B)(4), batch: 163849a.

Event description:
It was reported that the patient underwent an explant procedure due to no pain relief from the spinal cord stimulator (scs) device. No further information has been obtained despite good faith efforts.